Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the fault description provided by the customer was confirmed and further defects were identified. The following defects were identified in total: ·battery lifetime expired ·ferrite core not fixed ·start screen does not appear ·control board defective during the technical inspection, it was determined that the product has a defective processor board, which is responsible for the imaging failure. The IFU states that the product must be checked for functionality before use. Had this been done, it would have been noticed that the product was no longer working and could have been sent in for maintenance, thus preventing the failure. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the monitor freezes a few seconds during intubation, and the freeze is followed by a restart of the equipment. After the restart the procedure can continue and be completed. This error has not resulted in any adverse events. According to the healthcare provider the product was returned to storz in august. Since then, they have a loan monitor. The same incident has happened with the loan monitor. No negative impact in state of health reported. Please send a mir for the incident with the loaner equipment with the same issue. Due to a request by the swedish competent authority, this case is now deemed reportable for sweden. Based on the above-mentioned evaluation, the reporting decision for us and row is still adequate.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).